Event description:
It was reported that the patient was hospitalized due to sepsis. The source of infection has not been confirmed at this time. The patient is being treated with 6 weeks of intravenous antibiotics.